Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage procedure using the navarre opti drain drainage catheter. When the package was opened, the thread was found to be completely separated from the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the physician holding drainage catheter, and on the other hand physician holding thread which was completely separated from hub. The second photo shows drainage catheter in which trocar was inserted partially, and thread was noted to be separated, and partial label was noted the product details mentioned on the package which are matched with tw details. The investigation is confirmed for the reported thread break and material separation issues for two devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.